Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected.

Event description:
It was reported that foreign matter was found during inspection.